Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Event description:
It was noted the patient died approximately one month after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died approximately one month after device implant. Followup with clinic later revealed patient was last seen in the office six days prior to death complaining of pain at pacer site. No problems with the device were reported. The hospital records indicate the cause of death was sepsis, thrombocytopenia, and disseminated intravascular coagulation.